Event description:
Boston scientific received information that in the clinic, a message to check right ventricular (rv) lead as well as right atrial (ra) lead was noted. Also, an atrial sensing out of range alert was observed. The atrial threshold measurement was in normal range; however, when the patient moved her arms, the ra lead exhibited loss of capture at higher thresholds. The lead also exhibited a lot of noise when set to unipolar. Boston scientific technical services (ts) discussed possible causes and recommended getting a chest x-ray to check for lead position and to observe if the terminal pin was fully inserted into the header. Additional information was received that the ra lead was repositioned due to dislodgement. The field representative thought the alert on both leads were due to lack of slack. Hence, more slack were placed on both leads. The rv lead was suspected to have microdislodged. The rv lead was tested and was functioning appropriately. No adverse patient effects were reported. The leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.